Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer reported low augmentation and hypotension on the iabp with uncertainty regarding waveform accuracy. Troubleshooting determined the iab inner lumen was capped without an arterial pressure setup, requiring use of an alternate arterial source, and the patient¿s brachial arterial line was subsequently transduced to the pump after locating the appropriate cable. No harm was reported.